Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The pectus table top bender (item# 01-3906, lot# unk) was not returned for investigation and no photos were provided. For these reasons, no functional testing or visual inspections could be performed. The DHR for this product could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For this part (01-3906) in the previous one year (from the notification date) regarding the table top bender being stiff, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Distributor on behalf of hospital.

Event description:
It was reported the bender was stiff, making it difficult to bend bars. No adverse events have been reported as a result of the malfunction.